Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 26-jul-2017 from a healthcare professional who reported that the patient was able to get her pump refilled. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a company representative regarding a patient receiving bupivacaine at 0.6 mg/day, baclofen at 37.5 mcg/day and dilaudid at 1 mg/day via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient had traveled from her home state to another state for a family emergency and would not be returning to her home state until (B)(6). Her pump started to alarm on (B)(6) 2017 and the alarm changed to a different alarm 3 days ago. The patient believed her pump was empty as she had missed her scheduled pump refill appointment due to the family emergency. The patient was hoping she could find a physician where she was currently at that would refill her pump for her as she had contacted the person that normally did her pump refills and she recommended trying to find a physician in her current state to refill the pump. The symptom reported was that the pump was alarming. No medical symptoms were reported. Additional information was received from a company representative who reported that the patient had been given a clinic to contact in the area where she was currently at. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-jul-2017 and it was reported that the patient had not yet found anyone to refill her pump. She had called number after number but the hcps (healthcare professionals) would not see her as a one-time visit. She had been trying to go with out and do nothing. One doctor¿s office told her that her pump was probably going to need to be replaced and there were no hospitals that could do a compounded medication. The patient stated that she had tried very hard to deal with this and was shaking in bed. She had been shaking for a couple of days, but it was really bad today. Her vision had been really funny today also and that just started. The patient had some oral baclofen but it was ¿way outdated¿. She had just tried her pump managing physician¿s office an hour ago, but got a voicemail recording. No further patient complications have been reported as a result of this event.